Event description:
It was reported, that the device latch lock was damaged. There was unknown, patient involvement. Evaluation of the returned device found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed, a damaged downstream occlusion (dso) seal, damaged battery compartment and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined, to be a defective latch. The latch was replaced along with the dso seal, battery compartment and lens. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.